Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that infusion set fell off during use. Infusion set was in use for less than 10 hours. The blood glucose level was reported 110 - 120 mg/dl. The patient replaced the infusion set and insulin was resumed successfully. No further information available.